Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, the hta procedure carried out in 2009, went smoothly, with no complications. On the night of three days later, the patient was admitted into ER with fever. She said, she had a lot of discharge and voided a 4x4 raytec. A raytec was left inside the patient over the weekend due to an incorrect count. The doctor contacted the sales rep to let her know that the patient was doing fine, however, she has since been re-admitted with a low grade fever. The doctor suspects it was the raytec causing the infection. Follow up information received on october 19, 2009, confirms that none of the hta device components lead to the patient suffering from fever and an infection. It was due to the raytec left in the patient's abdomen post procedure, that she contracted the infection and fever. Unasyn followed by an outpatient treatment of flagyl 500mg were used to treat the infection and fever. Follow up information received on november 5, 2009, from the sales rep after she spoke to the physician confirmed that the patient was treated with antibiotics and is now doing well.

Manufacturer narrative:
The lot number and model number are not known, therefore, device manufacturing and expiration dates are not known. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.